Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak. The patent was implanted with a drg system. During the surgery the patient had a csf leak at the l4 location. The physician performed a blood patch during the procedure. Following the procedure, the patient knocked the blood patch loose that evening. The physician then explanted the entire system. Additional information pending.

Manufacturer narrative:
Correction: section h10: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
It is unknown which model number was explanted, therefore this mn10450-90a should not have been entered in this section.

Event description:
Follow up information that the patient had an infection due to the csf leak complications.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.